Event description:
In this event it is reported that a patient using suresmile retainer experienced issue resulting in an open bite.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results other I reviewed the scan the practice sent in and also the models created from the scan and proper dl protocol was followed. There are no deviations in the models that were created. This may need to be reviewed with manufacturing for further investigation. DHR we reviewed the DHR for so-sr04877501 / patient ID# (B)(6) / site ID# 17558, qty. (B)(4) items assy-500015 (retainers) were packaged by the second shift by bag-and-box operation on (B)(6) 2024, in manufacturing supercell sc1, equipment pua-07. The sales order was inspected and met the acceptance criteria provided by qa. Photo investigation the customer's evidence (photos) shows a set of retainers placed on the patient's teeth; we did not observe any fit issues or tray deformation. The traceability information (serial number, patient ID) is not visible for the identification of the devices. Failure mode - unintended movement/open bite. Root cause - no defect - no defect during the manufacturing process. Conclusion code - no failure found.